Event description:
I have attached a copy of the card they gave me at the time the device was put in. This was in 2005. In 2008, I saw a report on the internet that the device had been taken off the market because instead of staying open, it was clogging up. I tried to contact cordis, but never got an answer. Starting in 2014 I began having trouble breathing, but at the time I was diagnosed with my throat cancer returning and with limited funds, I was unable to see a cardiologist. I changed to an advantage plan in 2015 and told the doctor of me trouble breathing, but she could not find anything wrong. In the middle of april I went to access medical and was told I needed to see a pulmonologist. I found one, but could not get an appointment for several weeks. On (B)(6), I went to the emergency room because I could not breathe. They gave me a steroid and sent me home. Two days later, I came back to the emergency room. This time they put me in the hospital and did an angioplasty. They told me I needed a bypass. I was told the stent that was put in had clogged up. They did the bypass. I have tried to contact cordis three times and have had no response. Trying to find out how to report this to the FDA has taken several months. It seems to me that when this was taken off the market there should have been some effort on the part of cordis to notify those who had it put in. I hope you will forgive any errors in this document, being legally blind makes it very difficult to type.